Manufacturer narrative:
The reported event of guidewire not being able to be removed from the lead was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found coating of the guidewire in the distal end of the lead. The cause of the reported event was due to the guidewire coating inside the lead.

Event description:
It was reported that the patient presented for initial procedure. During implant, the guidewire was unable to be removed from the lead. The physician elected not to use the lead, and a new lead was implanted. The patient was in stable condition.